Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, an imaging catheter became caught in the placed stent. The lesion details are not known. A non-bsc stent was implanted and then the atlantis sr pro2 imaging catheter was used to confirm stent apposition. There was a possibility the stent was malapposed. Mild resistance was noted while withdrawing the atlantis sr pro2 imaging catheter through the stent and the atlantis sr pro2 imaging catheter became caught on the stent. The physician pushed and pulled the atlantis sr pro2 imaging catheter and it was successfully removed from the patient. The lesion was then dilated with an unspecified balloon. After the procedure, the physician noted there was a change on the electrocardiogram and performed coronary angiography (cag). The physician found the stent had become occluded. A liberte 3.0mm stent was successfully implanted in the occluded lesion. No further patient complications were reported and the patient's current condition is fine.

Manufacturer narrative:
Device evaluated by MFR.: examination of the returned device revealed the guidewire exit port was ripped 5.5 mm. A 0.014" test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Visual inspection of the returned device revealed kinks in the sheath assembly at 26.5 cm from femoral marker at proximal side and 15.7 cm and 51.2 cm from femoral marker at distal side, one bent hub wing and 2 flaps of the hub rotator damage were noted. Image characterization testing revealed that no image appeared in the system due to electrical open at distal. No other issues or defects were observed during visual and functional analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, an imaging catheter became caught in the placed stent. The lesion details are not known. A non-bsc stent was implanted and then the atlantis sr pro2 imaging catheter was used to confirm stent apposition. There was a possibility the stent was malapposed. Mild resistance was noted while withdrawing the atlantis sr pro2 imaging catheter through the stent and the atlantis sr pro2 imaging catheter became caught on the stent. The physician pushed and pulled the atlantis sr pro2 imaging catheter and it was successfully removed from the patient. The lesion was then dilated with an unspecified balloon. After the procedure, the physician noted there was a change on the electrocardiogram and performed coronary angiography (cag). The physician found the stent had become occluded. A liberte 3.0mm stent was successfully implanted in the occluded lesion. No further patient complications were reported and the patient's current condition is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).